Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: (1) detailed complaint and failure description: when I switch it on, the screen lights up and goes out. The power indicator also goes out.. (2) health effects/health impact: no patient involvement.